Event description:
Information was received indicating that a smiths medical cadd legacy plus pump exhibited error code 1870. No adverse effects were reported.

Manufacturer narrative:
Other, other text: additional information added to h6 and h10. This MDR was generated under protocol (B)(4), as a result of warning letter (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The device was returned for analysis with no labels removed, but damaged -damaged housing. The reported problem was duplicated by activating the motor and the device went into error 1870. The root cause of the reported issue was found to be a problem with the motor is, but the source of the problem is unknown. Actions were taken to mitigate the reported issue: the motor was replaced.